Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: subclinical hematoma 9/29 1. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. A. Age: 55 b. Gender: female c. Weight: d. Bmi: 2. The diagnosis and indication for the index surgical procedure? A. Excessive panniculus, intertriginous candidiasis 3. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? A. Open 4. On what tissue/layer was the suture used? A. Fascia, fat, skin 5. What was the tissue condition (normal, thin, calcified, fragile, diseased)? A. Normal 6. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? A. Yes 7. Were two reverse stitches performed across the incision prior to closure? A. Yes 8. When did the skin necrosis occur? Number of days post-op? A. Yes 10 days 9. Why does the surgeon believe the stratafix symmetric caused or contributed to the post-op skin necrosis? A. Surgeon does not know if stratafix played a role 10. Did the wound dehis? If yes, what layer dehisced? A. Skin died post op day 10 came to ER, wound debridement 11. Please describe any medical/surgical intervention required for this suture event including dates and results. A. Went home post op day 1, removed drain, skin died following week 12. Please describe the appearance of the suture during the second procedure. A. Began breaking down 13. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? A. No 14. Other relevant patient history/concomitant medications? A. Bypass, diabetes, gerd, obese, anemia 15. What is the physician¿s opinion as to the etiology of or contributing factors to this event? A. No 16. What is the patient's current status? A. Patient has recovered 17. Lot number? A. 18. Are there any photos available? A. No.

Event description:
It was reported that a patient underwent a panniculectomy procedure on (B)(6) 2026 due to excessive panniculus and intertrigo candidiasis and barbed suture was used on the fat and skin. Post-op, the patient experienced a subclinical hematoma. The patient went home post op day 1, removed drain, skin died following week. The skin died, on post op day 10 the patient came to ER and underwent wound debridement. The suture began breaking down during the second procedure. The patient has recovered. Additional information was requested.